Event description:
It was reported that the right atrial lead exhibited noise. Noise on the atrial and ventricular leads was simultaneous, which could indicate that the leads were rubbing together.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.